Event description:
Customer alleged rear anti tippers collapsed. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model, serial number/date code and age of device are unknown at this time. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the rear anti tippers collapsed causing the patient to fall backwards in the chair and hit their head. The facility had placed the consumer too high up on the recliner. In addition, the nursing facility confirmed that the anti-tippers were placed on incorrectly on the unit. This contributed to the fall as well. The dealer was unaware if the patient was injured or received medical attention. He confirmed that there was no malfunction of product. It was confirmed that the anti tippers were put on incorrectly by the nursing home. It is unknown if the patient was in a power chair or a manual wheelchair at this time.